Event description:
Caller reported a cartridge alarm 30, and there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as the caller experienced other cartridge alarms with consecutive cartridges. The customer was advised to continue using the current pump until the replacement, which comes with updated software, arrives. Instructions were provided on placing the pump into storage mode and returning the problematic pump to tandem using a prepaid label. The caller acknowledged all instructions and confirmed understanding.